Event description:
Additional information received indicated that oversensing resulting in pacing inhibition. The root cause of the event was suspected to be lead damage, however, it was not confirmed.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that noise resulting in oversensing was observed on the right atrial lead, however, no intervention was performed. The patient was stable and will continue to be monitored.